Manufacturer narrative:
(B)(4). Batch #u5ae3w. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged, as the device felt stiff when dry firing and with a tr45w reload loaded in the device. The reload was received partially fired 1/2 and with the cartridge deck damaged. The device was disassembled to verify the condition of the internal components and no anomalies were noted, however, the knife was noted to be bent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an appendectomy, the device fired malformed staples, and an incomplete staple and cut line. Staples were not completely formed. Many of them were incompletely closed and misshapen, and lying loose next to the surface of the appendix and bowel where the staple line was supposed to have been. The device was quite difficult to open. Eventually, it was opened it with a great deal of resistance. A similar device was used to complete the case with no patient consequences.